Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise. The patient was asymtpomatic. Isometric testing was performed and the noise was reproducible. The patient was stable throughout the intervention.

Event description:
Additional information received indicated the right ventricular (rv) lead was explanted and replaced. The patient was stable throughout the procedure.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The reported event of over-sensing noise was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a full breached insulation degradation at the middle region of the lead breaching the optim sheath only.

Manufacturer narrative:
Corrected data: 29 dec 2022 was inputted into field d6b which was initially left blank.